Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. Device evaluation was accomplished through a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. (B)(4).

Event description:
Us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home and the patient's spouse called ems. The patient was reportedly treated and ems performed CPR on the patient. The patient subsequently passed away on (B)(6) 2017.